Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received higher sensor scan results of 97 mg/dl and 164 mg/dl compared to competitor brand meter readings of 39 mg/dl and 62 mg/dl respectively. Customer experienced sweating and loss of consciousness and received treatment of glucose by third-party. Customer had contact with a healthcare professional who provided intravenous glucose for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.